Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: objective frame dents and scratches on distal end, outer tube bent and dents on outer tube a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- scope not focusing, for which the cause could not be determined and for objective frame dents and scratches on distal end, outer tube bent and dents on outer tube, with the most probable cause traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced scope not focusing issue during set up/inspection for use. There were no reports of patient involvement.